Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer removed and replaced the battery cap. Customer allowed the pump to reset. Customer stated that this has occurred twice in the past six weeks. Customer stated that both issues occurred about four weeks between each event. Pump does not show signs of physical damage. Pump was not exposed to moisture. Customer will be shipped a replacement battery cap. Customer uses (B)(6) aaa alkaline batteries. Customer normally changes the battery every six days. No further assistance needed.